Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided. Elevated bg was addressed via a manual injection. System check was performed with tandem technical support and no pump issues were identified; however, customer reported using the cartridge for 6 days (144 hours). Tandem technical supported educated customer that the pump user guide indicates humalog is indicated for 48 hours.